Manufacturer narrative:
The endoscopic support specialist (ess) visited the facility to address the "dim light." The ess was able to source a replacement bulb and replaced the bulb. The ess educated the staff on the process for future reference. The ess emailed the customer the manual for the light sourced to reference should the bulb require replacement again. This event is under investigation. A follow up will be submitted upon receiving additional information. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Actions are being taken to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported the customer was experiencing a "dim light" with the olympus halogen light source. No information regarding patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. A review of the device history record (DHR) was conducted as part of the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The root cause is likely the lamp reached the end of its service life. The service personnel replaced lamp for replacement in front of facility staff, taught when lamp change should occur in the future and a manual for exchange was sent to the clients. Olympus will continue to monitor the field performance of this device.